Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex duodenal stent was to be used in the duodenum during a stent placement procedure performed on (B)(6) 2015. During the procedure, the physician began releasing the wallflex duodenal stent but he encountered a lot of difficulties in advancing the delivery catheter into the working channel of the scope. The physician removed the delivery catheter from the scope; however, the stent was accidentally deployed into the working channel of the duodenoscope without manipulating the stent delivery system. The stent and delivery system were removed from the patient. The procedure was completed with another stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A deployed wallflex ¿ duodenal stent and delivery system were returned for analysis. Visual examination of the returned device found the distal clear outer sheath was severely kinked and buckled. The blue outer sheath was bent at multiple locations. In addition, the outer diameter was measured and was found to be within specifications. Examination of the inner shaft and stent profile found that the distal tip of the inner shaft had been pulled into the clear outer sheath. No issues were noted with the stent holder and no other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident; the device was received fully deployed. The noted damages to the returned device were consistent with excessive force being applied during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex ¿ duodenal stent was to be used in the duodenum during a stent placement procedure performed on (B)(6) 2015. During the procedure, the physician began releasing the wallflex ¿ duodenal stent but he encountered a lot of difficulties in advancing the delivery catheter into the working channel of the scope. The physician removed the delivery catheter from the scope; however, the stent was accidentally deployed into the working channel of the duodenoscope without manipulating the stent delivery system. The stent and delivery system were removed from the patient. The procedure was completed with another stent. There were no patient complications reported as a result of this event.